Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl and treated with glucose tabs. Customer also had blood glucose of 270 mg/dl and resolved it with a complete set change. Customer's blood glucose level was 117 mg/dl at the time of the call. The customer was assisted with troubleshooting and customer stated that the drive support cap was normal. There were no leaks or air bubbles. There insulin issues, but customer did mention that infusion set cannula appeared thin at the end. The device settings were correct. Customer called back to perform high pressure test. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.